Event description:
It was reported that during a pci procedure, stent damage occurred. The lesion being treated was located in the calcified, 99% stenosed mid to proximal circumflex. Following pre-dilatation of the lesion by a maverick2 balloon, the liberte' stent delivery system was inserted. However, the liberte' stent was unable to cross the lesion. The physician pulled the undeployed stent into the guide catheter to remove it from the patient. Entire system removal is recommended in the instructions for use. Upon removal the physician noted that the proximal edge of stent was "curled up". The procedure was completed with another manufacturer's stent. There were no reported patient complications. Patient status listed as "good".

Manufacturer narrative:
The user facility confirmed that the product had been disposed. The manufacturing records for top assembly batch 9197624 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the difficulties stated in the complaint could not be determined.